Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unknown date. The patient's blood glucose levels and the duration the pod was worn were not reported. Symptoms reported included unresponsiveness. It was reported that the cannula did not insert correctly into the infusion site. It was also noted that the patient had been receiving alerts stating that their application was not compatible with the omnipod 5. Upon review, it was found that the patient had been using an incompatible phone and has since switched to the op5 controller. No additional information was provided, and multiple unsuccessful attempts were made to obtain further information.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the reported unsure properly inserted cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.